Event description:
Following the procedure, while in the ccu, the patient felt something ¿wet¿ on their neck at the dressing site. Upon investigation it was noted that the sideport of the sheath had broken off and the sheath had to be replaced.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the procedure, while in the ccu, the patient felt something ¿wet¿ on their neck at the dressing site, and bleeding was noted. Upon investigation it was noted that the sideport of the sheath had broken off and had to be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.